Manufacturer narrative:
Test strips are no longer available for return.

Event description:
It was reported the patient received the following results within 10 minutes: 140 mg/dl, 170 mg/dl and 45 mg/dl.